Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was to be explanted on (B)(6) 2018 due to it not helping to relieve their pain. No further complications were reported.